Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 418 mg/dl and it was not reported how the customer treated the high reading. Customer did not indicate if auto mode feature was active at the time of the event. Customer stated that they were trying to connect the sensor but was not getting signal. Customer declined to troubleshoot further. The sensor will be returned for analysis.